Event description:
The customer reported that the defibrillator failed to charge to shock induced vf for testing of ICD. No adverse patient impact was reported.

Manufacturer narrative:
(B)(4). A f/u report will be submitted once the investigation is complete.